Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a faulty trigger operation. A fully automatic ECG trigger was used on a patient, but even though the ECG signal was stable, the trigger would switch from ECG to arterial pressure. Also, while using the arterial pressure trigger, the patient's heart rate was about 70 beats per minute, but the pumping rate would sometimes operate at about 150 beats per minute. The pulse pressure was low because it was used with iabp + ECMO. There was no reported health damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusion, h11 corrected field: d4 UDI a getinge field service engineer (fse) confirmed by phone that this is not a machine malfunction. Also, fse confirmed all functional and safety checks performed to meet factory specifications.